Event description:
It was reported that the right ventricular (rv) lead pacing impedance has risen and is now high. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the pacing impedance remained high and had risen again. The lead was reprogrammed and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator, 2006 (B)(6); 5076 implantable pacing lead, 2006 (B)(6). (B)(4).